Event description:
Meter name: one touch profile, strip name: one touch, meter code: unk strip code: unk, strip storage: unk, symptoms: thirsty. A pt reported they were seen by dr. Their meter allegedly would only prompt redo check and segments were missing. The result on their meter was unable to test. The result on the md meter was unk. No comparison. Treatment was prescribed insulin dosage was increased. No further info has been reported.